Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the spectra disposable was received for investigation. Upon visual inspection, a leak from the set was not apparent. The set was leak tested, but no leak was observed. Further inspection of the luer connections revealed a small amount of dried product around the connection. The luer was inspected and no looseness was noted. The press fit was intact. It was noted that the line was sealed above the luer. Attempts to re-create the leak at the luer were performed, but no leak was found during testing, although it seems likely that this is related to dried blood in the leak path as dried blood was noted between the 2 luers. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: a definitive root cause could not be determined. Based on the description from the customer this is likely a leak from the slip fit luer connection on the collect line. If the line above the slip fit luer connection is clamped during the collection, this could cause a pressure build up in the line and result in a leak at the luer.

Event description:
The customer reported a leak at the end of the apheresis procedure. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.